Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It ws reported the patient was implanted with a PICC catheter for adjuvant therapy on (B)(6) 2021 due to nasopharyngeal carcinoma, and the catheter broke at 12:00 on (B)(6) 2022. The attending doctor immediately arranged for stump removal under local anesthesia. It was stated that in follow-up observation the patient recover. Additional information received 12/02/2022: the catheter had removed from the patient. No new catheter placed.